Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in germany. It was reported that once the hls was connected to the patient the oxygenation performance was describes as: fio2 under 100%, 9 liters sweep flow, and pao2 only between 90 and 110. The triglycerides slightly increased. The oxygenation performance improved slightly after 24 hours, up to 250 pao2. The hls set was exchanged with a new one, with no consequences for the patient. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that post-oxy blood gas analysis with a new connection under 100% fio2 and 9 liters sweep flow, a pao2 (partial pressure of oxygen in the arterial blood) of only between 90 and 110 mmhg was detected on the hls module. Possible causes such as a kink in the hose etc. Were ruled out. The triglycerides were slightly increased. The hls set was installed on april 5th and immediately showed the oxygenation performance mentioned for 24 hours, and was left on the patient. The oxygenation performance improved slightly after 24 hours - up to 250 mmhg pao2. The hls set was exchanged with a new one with no consequences for the patient on april 10th. There were no clots visible and no increased deltap - it was stable between 17 mmhg and 19 mmhg. This event occurred during treatment. No harm to any person has been reported. Due to the exchange of the hls set during patient treatment, a report in germany is required. The affected hls set was investigated in the getinge laboratory on 2024-06-24 with the following conclusion: the failure could not be confirmed nor reproduced. The tests carried out could not reveal the possible causes regarding the reported failure. The information provided confirmed that the hls set was installed on april 5th and exchanged on april 10th. It is likely, that after a 5-day use of the product, the dwell time of the contaminated product and the cleaning of the product favor leaks and sensor problems. Nevertheless, both leakage and sensor problems were not described by the user, and a direct connection with the reported failure is considered very unlikely. A medical consultation was performed by getinge medical affairs on 2024-07-17 with following conclusion: the partial oxygen pressure mentioned in the complaint is actually quite close to the normal physiologic value and is in accordance with guideline recommendations. As was the case later in this complaint correspondence, higher partial o2 pressures can be observed and are indicative of hyperoxygenation. Such should be avoided as hyperoxemia carries an increased risk for negative outcomes in critically ill patients. Membrane oxygenators are designed with a rated flow, the amount of blood per minute that can be brought from ~70% saturation at the venous inlet to 95% at the arterial outlet ¿ called the oxygen transfer rate. Under normal conditions 95% hemoglobin saturation correlates to a po2 of about 90 mmhg and is the usually accepted value for arterial blood ¿ correlating to the sigmoid oxygenation curve. The hls module in this complaint was rated for 5 l/min. The blood flow was not explicitly stated. Extrapolating from the pressure drop curve in the hls-IFU the pressure gradient of 17-19 mmhg might indicate that the oxygenator was operating with blood-flows above 4l/min. In cases where the venous (inlet) saturation is lower than the 70% mentioned above, the gas-exchange membrane may reach it¿s physical limits and might be unable to transfer more oxygen than the transfer rate mentioned above. In the beginning of extracorporeal support, patients are usually desaturated and in a state of ¿oxygen debt¿. This may have been the case here, as the oxygenator performance increased after 24 hours, when it might be assumed that the organ tissues have been supplied with more oxygen. The quadrox oxygenator was likely performing at the upper limit of the rated blood flow, presumably on a desaturated patient and could thus not reach the ¿higher¿ po2 values >250 that can often be observed in mid flow support states. From the available data there is not sufficient evidence to suggest a malperformance of the oxygenator. Data on blood flow and other parameters, like the acid-base state and partial carbon dioxide pressure (pco2) and most importantly, the venous oxygen saturation (svo2) at the venous inlet are missing, from which the oxygen transfer could be calculated. Clinical circumstances in this case may have contributed to the impression of reduced performance. Other clinical possibilities to achieve a higher oxygen delivery (do2) may include: - maintaining a higher hemoglobin concentration, usually achieved through transfusion. - increasing the cardiac output. Alternatively, the oxygen consumption (vo2) can be lowered by: - decreasing of the patient¿s body temperature. - sedation and/or relaxation. All of the possible factors mentioned above were not detailed in the complaint narrative and may already have been employed. The lce test results did not indicate a deviation in flow performance. Gas exchange tests on previously exposed products cannot be performed at this time. According to the instructions for use of the hls set, in chapter "safety instructions for the hls set advanced", it is stated that " an insufficient supply of power and oxygen can lead to inadequate patient support. Ensure there is a sufficient supply of medical oxygen. Ensure that the batteries of the drive are fully charged", as well as "use a medical gas supply with dry air and oxygen. Do not use an air humidifier in the gas supply". In chapter "safety instructions for the oxygenator", it is indicated that "exceeding the permissible maximum values damages the oxygenator. This can lead to embolisms and inadequate patient support. Observe the permissible maximum values for blood flow and gas flow as well as pressure on the blood side and on the gas side", as well "flush the oxygenator regularly to maintain or increase the gas exchange capacity. If used for longer than 6 hours: flush the oxygenator at least once a day. Carry out flushing only when the patient's blood gas levels permit. Monitor the patient's blood gas parameters carefully during the flushing process. Discontinue flushing the gas fibers if signs of hypocapnia occur". Lastly, in the same chapter it is said that "the oxygenator performance is restricted if the oxygenator operating position is incorrect or if the gas flow is obstructed. This can lead to inadequate patient support or air embolisms in the patient. Only operate the oxygenator with the gas inlet at the top. Do not occlude or block the gas outlet". The production records of the affected product were reviewed on 2024-06-24. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported product and failure. Based on the results the reported failure "low oxygenation performance" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
It was reported that post-oxy blood gas analysis with a new connection under 100% fio2 and 9 liters sweep flow, a pao2 (partial pressure of oxygen in the arterial blood) of only between 90 and 110 mmhg was detected on the hls module. Possible causes such as a kink in the hose etc. Were ruled out. The triglycerides were slightly increased. The hls set was installed on april 5th and immediately showed the oxygenation performance mentioned for 24 hours, and was left on the patient. The oxygenation performance improved slightly after 24 hours - up to 250 mmhg pao2. The hls set was exchanged with a new one with no consequences for the patient on april 10th. There were no clots visible and no increased deltap - it was stable between 17 mmhg and 19 mmhg. The failure occurred during treatment. No harm to any person has been reported. Due to the exchange during patient treatment, a report is required. The affected hls set was investigated in the getinge laboratory on 2024-06-24 with the following conclusion: the failure could not be confirmed nor reproduced. The tests carried out could not reveal the possible causes regarding the reported failure. The information provided confirmed that the hls set was installed on april 5th and exchanged on april 10th. It is likely, that after a 5-day use of the product, the dwell time of the contaminated product and the cleaning of the product favor leaks and sensor problems. Nevetheless, both leakage and sensor problems were not described by the user, and a direct connection with the reported failure is considered very unlikely. The exact root cause remains unknown. However, according to the risk assessment of the hls set, the following root cause can lead to the reported failure: oxygen concentration < 80%, which could result in severe respiratory deterioration. According to the instructions for use of the hls set, in chapter "safety instructions for the hls set advanced", it is stated that " an insufficient supply of power and oxygen can lead to inadequate patient support. Ensure there is a sufficient supply of medical oxygen. Ensure that the batteries of the drive are fully charged", as well as "use a medical gas supply with dry air and oxygen. Do not use an air humidifier in the gas supply". In chapter "safety instructions for the oxygenator", it is indicated that "exceeding the permissible maximum values damages the oxygenator. This can lead to embolisms and inadequate patient support. Observe the permissible maximum values for blood flow and gas flow as well as pressure on the blood side and on the gas side", as well "flush the oxygenator regularly to maintain or increase the gas exchange capacity. If used for longer than 6 hours: flush the oxygenator at least once a day. Carry out flushing only when the patient's blood gas levels permit. Monitor the patient's blood gas parameters carefully during the flushing process. Discontinue flushing the gas fibers if signs of hypocapnia occur". Lastly, in the same chapter it is said that "the oxygenator performance is restricted if the oxygenator operating position is incorrect or if the gas flow is obstructed. This can lead to inadequate patient support or air embolisms in the patient. Only operate the oxygenator with the gas inlet at the top. Do not occlude or block the gas outlet". The production records of the affected product were reviewed on 2024-06-24. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported product and failure. Based on the results the reported failure "low oxygenation performance" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).